Manufacturer narrative:
All alarms performed according to specs. Several tests were run with water and several different disposable sets. Each time when the bag was empty, the pump stopped and alarmed, no food or dose done. The customer complaint could not be duplicated. The top housing of the pump was cracked near the sensor area. This may have contributed to the malfunction, but could not be confirmed.

Event description:
Info received indicates the pump did not alarm when the dose was done. This was found during an inbetween pt check.